Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the tower doors failing to open and not populating as a failure in the recovery storage space option. A field service engineer manually opened the tower doors to prompt the failures to appear. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system tower door failed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.